Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) impacted the cup and did cup planning. Our numbers came out to 60/37. He did not trust the numbers and he manually impacted the cup after that. I would like to know what happened and why the cup went in initially at 60/37. I would like to submit my log files to investigate what happened. Case type: tha. Update: the rep does not remember the exact numbers that the surgeon originally planned for, however he thinks it is 40/25.

Manufacturer narrative:
Reported event: an event regarding inaccurate cup position following a total hip procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history: a review of the DHR associated with rob393 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate version. There were 14 other reported events (B)(4). Conclusion: the session and vp log data from the case was reviewed and the discrepancy was confirmed. There was no system malfunction detected based on the vp log. The discrepancy may have been caused by the pelvic array being bumped after cup impaction when surgeon was broaching or inserting the stem, but evidence could be found from the vp log.

Event description:
Dr. (B)(6) impacted the cup and did cup planning. Our numbers came out to 60/37. He did not trust the numbers and he manually impacted the cup after that. I would like to know what happened and why the cup went in initially at 60/37. I would like to submit my log files to investigate what happened. Case type: tha. Update: the rep do not remember the exact numbers that the surgeon originally planned for, however he thinks it is 40/25.